Event description:
Boston scientific received information that during a post operative check with telemetry, this implantable cardioverter defibrillator (ICD) lost capture and rf telemetry when performing a threshold test. The health care professional (hcp) pushed stop and there was loss of communication. The test did not end resulting in the patient having a 10 second pause with asystole. The patient is pacemaker dependent, lost consciousness and was symptomatic. The hcp states that the "cancel telemetry" message did not appear as expected. They pressed "end test" again and the pacing returned to normal. No other adverse patient effects reported.

Manufacturer narrative:
At this time the ICD remains in service. Should additional information become available this investigation will be updated.